Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 60 units of insulin during the load sequence. Reportedly, the customer loaded an additional 100 units into the existing cartridge and was reusing the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 248 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events"